Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The patient was presented for the rv lead explant procedure. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A partial distal portion of the lead was returned in one piece for analysis. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.